Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) and a company representative regarding a (B)(6)-year-old, female patient who was receiving fentanyl 1000mcg/ml at 250.2 mcg/day plus patient activated (pa) doses and bupivacaine 25mg/ml at 6.256 mg/day plus pa doses via an implantable pump for non-malignant pain, spinal pain and degenerative disc disease. On (B)(6) 2016, the pump logs showed a motor stall occurred at 01:46am without recovery. The patient had not recently had a magnetic resonance imaging (MRI). Re-interrogation did not result in a recovery. The patient experienced increased pain (namely back pain) and nausea. They covered the patient with oral medications for pain control until the pump was replaced. On (B)(6) 2016, the pump and sutureless connector were replaced. On (B)(6) 2016, the pump logs showed the pump was still in active motor stall. The cause of the motor stall was unknown.

Manufacturer narrative:
Analysis of the pump revealed motor gear train anomalies of corrosion and-or wear and-or lubrication; and stall due to shaft-bea ring. Conclusion code was updated as noted above.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.